Manufacturer narrative:
UDI #: (B)(4). Initial reporter phone number: (B)(6). The field service specialist (fss) visited customer site and was unable to confirm the reported low vacuum issue on the unit. Fss noted that the irrigation/aspiration (I/a) tip was about to be clogged up and asked the customer to clean up the tip. Fss performed the field service checklist on the unit. The system passed and it was found to meet amo specifications. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that the vacuum power became low with the with the whitestar signature system. It was reported that the vacuum issue occurred during the operation and the doctor felt something unusual on vacuum. There was no patient injury and no operation delay reported.

Manufacturer narrative:
A record review was performed. A product deficiency review was performed and there is no product deficiency identified. A document and trending was reviewed. There is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. All pertinent information available to abbott medical optics has been submitted.